Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a variceal ligation, the physician used two cook 6 shooter saeed multi-band ligators. It was initially reported that 2 banders that were defective. The nurse, tech and provider all witnessed the bander properly seat on a varix and subsequently roll off of the varix. A third kit was used to complete the procedure. We received additional information on 19jan2024, stating that this case was for upper gi bleed with esophageal varices. There was no previous scaring or difficulty reaching the site that was to be banded. This was a standard banding with no torque in the scope. It was supposed to be a straightforward banding case. Bands were placed in the esophagus and the team watched the band roll up the varix and pop off. A second bander was used in an attempt to try again. The bander was in good position, but again the band rolled off of the varix. At this time a third bander was used, but due to the previous attempts the view was obstructed by blood and the third bander was never fired. The patient ended up going for a tipss procedure due to the bleeding.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a variceal ligation, the physician used two cook 6 shooter saeed multi-band ligators. It was reported that 2 banders that were defective. The nurse, tech and provider all witnessed the bander properly seat on a varix and subsequently roll off of the varix. A third kit was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.